Manufacturer narrative:
(B)(4). Date sent: 7/31/2023. D4: batch # 844a22. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one ecr60d reload was returned with no apparent damaged. In addition, the package was returned opened along with the reload. Upon visual inspection no issues were observed related to integrity. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event could not be confirmed as no damaged was noted on the package. A manufacturing record evaluation was performed for the finished device lot number 844a22, and no non-conformances were identified.

Event description:
It was reported that before the surgery, the surgeon noted the device had air leakage issue. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 6/1/2023. D4: batch # unk. Additional information was requested, and the following was obtained: 1. Could you please confirm the device malfunction? No. 2. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? The reported reload was not used. 3. Was the staple line interrupted; staples not present/visible on any portion of the staple line? No. 4. Or did the patient presented anastomic leak? No. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.